Event description:
After 17 months of implantation this pacemaker was explanted because of erosion and a pocket infection. The lead attached to this pacemaker was also explanted and has been reported on an MDR.

Event description:
After 17 months of implantation, this pacemaker was explanted because of erosion and a pocket infection. The lead attached to this pacemaker was also explanted and has been reported on MDR.